Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not completed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cartridge confirmed that the arterial pressure line was flattened and distorted. Kinks are a known and expected phenomenon associated with tubing sets. The cycler alarmed appropriately. The user's guide further instructs the operator; "do not use a cartridge with kinked blood lines. Kinked blood lines can damage blood cells. Always inspect for kinks before use." Facility staff has been notified of the event. Manual rinseback procedure has been reviewed with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.